Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient " underwent an additional surgery to remove infected mesh". Medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol perfix plug, reference number 0112760, lot number hutb0184 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the patient " underwent an additional surgery to remove infected mesh". Medical records are not available at this time. Based on the limited information provided at this time, no conclusions can be made. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 4 months post implant of perfix plug, patient was diagnosed with infection and erosion thereby underwent repair with mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent surgery for repair of an umbilical hernia. A bard/davol perfix plug, reference number (B)(4), lot number hutb0184 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove infected mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per medical records provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of perfix plug on (B)(6) 2009. Per operative notes, ¿protruding through the fascia right at the umbilicus was a herniated mass which was dissected free. There appeared to be preperitoneal fat in the sac area and this was reduced by dilating the fascial defect. A perfix plug was inserted into this defect and sutured.¿ (B)(6) 2014 - patient was diagnosed with infected mesh thereby underwent open repair with removal of old mesh. Per operative notes, ¿an elliptical incision was made incorporating the areas where the mesh had eroded through the skin. The mesh was then dissected off the fascia completely removing the previous umbilical type of plug that was used for the previous hernia repair.¿ attorney alleges that the patient had infection, pain, mesh removal and emotional injuries.